Manufacturer narrative:
The reported setscrew anomaly was confirmed in the laboratory. Visual inspection noted damaged a and v set screws and silicone inside the a, v, and svc set screw hex cavities that prevented full insertion of the torque driver into the hex cavities.

Event description:
It was reported that the patient presented in the operating room for a competitors lead revision unrelated to the device. When connecting the new lead to chronic device, the set screw was unable to be tightened. The device was explanted and replaced. The patient was discharged the following day.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.